Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.

Event description:
Breakage of 3.5mm cannulated screw used for tibia/fibula fixation.